Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On (B)(6) 2022, it was reported by a distributor via email that an ar-2324slm swivelock sutures got cut when the anchor was placed and the body of the anchor was lowered to be tied. This was discovered during a procedure on (B)(6) 2022. Additional information requested.